Event description:
On december 17, 1999, the user facility reported (clarify case no. 164469) that the nbcs system had automatically removed a "notf" assertion from a donor record before the appropriate end date of the assertion. The nbcs system automatically applies a "notf" assertion to a donor record when appropriate. The "notf" assertion triggers the printing of certain donor notification letters and test results and should remain on a donor's record for 30 days. On december 15, 1999, the system properly applied the notf assertion to four donor records. However, the system never generated the notification letters. When the region reviewed the de-assertion log, it noted that all four assertions had a start date of 12/15/1999 and end date of 01/14/1900. The notf assertion had been prematurely removed from these four records.